Manufacturer narrative:
Additional procedure required. This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The device was inserted into the patient for antibiotics in the hospital. When nurse attempted to replace the next dose, the PICC leaked when flushed with saline. On close inspection, there was a slight separation between the clear tubing and he purple hub. PICC removed and replaced. No other adverse effect to the patient reported due to this occurrence.